Event description:
It was reported the device exhibited error code 46510. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to verify and duplicate the reported problem. It was determined that the fault microprocessor unit board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.